Manufacturer narrative:
H10: of the 78 malfunctions, one malfunction product number was updated to rf320j. H10: the lot number was provided for 35 of the 78 malfunctions and lot history reviews were performed. The device has not been returned for evaluation for any malfunctions; however, medical records were received and reviewed for 77 malfunctions. Of these 78 malfunctions, 72 are confirmed for perforation. One malfunction was confirmed for perforation but unconfirmed for tilt. Four malfunctions are inconclusive for perforation. The remaining one malfunction is confirmed for perforation and migration. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4(corporate lot number: gfrk3200, gfsg0228, gfsh2000, gfrl2032, gfsj2327, gfsd2370, gfti3574, gfri3286, gfqj4449, gfsj2294, gfpk3002, gfsa3565, gfpk1145, gfpi1767, gfqa0463, gfpg0731, gftg3548, gfsh3613, gfrl2029, gfsa3526, gfsf2726, gftb2053, gfqg3623, gfte3402, gfse4200, gfrl1967, gfsd2837, gfrl2015, gfph4757, gftc2551, gfre1982, gfrk3169, unknown), g3 h11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 78 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from various sources. All 78 malfunctions involved patients with no reported consequences. 71 patients were reported to be between the ages of 27 and 90. Four patients were reported to weigh between 63 and 116 kgs. 36 patients were reported as female and 38 patients were reported as male. All other patient information was not provided.

Manufacturer narrative:
The lot number was provided for 33 of the 78 malfunctions and lot history reviews were performed. The device has not been returned for evaluation for any malfunctions; however, medical records were received and reviewed for 75 malfunctions. Of these 75 malfunctions, 71 are confirmed for perforation. One malfunction was confirmed for perforation but unconfirmed for tilt. Three malfunctions with medical records are inconclusive for perforation. The three remaining malfunctions are inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot number: gfrk3200, gfsg0228, gfsh2000, gfrl2032, gfsj2327, gfsd2370, gfti3574, gfri3286, gfqj4449, gfsj2294, gfpk3002, gfsa3565, gfpk1145, gfpi1767, gfqa0463, gfpg0731, gftg3548, gfsh3613, gfrl2029, gfsa3526, gfsf2726, gftb2053, gfqg3623, gfte3402, gfse4200, gfrl1967, gfsd2837, gfrl2015, gfph4757, gftc2551, unknown).

Event description:
This report summarizes 78 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from various sources. All 78 malfunctions involved patients with no reported consequences. 69 patients were reported to be between the ages of 27 and 90. Four patients were reported to weigh between 63 and 116 kgs. 35 patients were reported as female and 38 patients were reported as male. All other patient information was not provided.